Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion of fluorouracil, only half of the medication had infused. There was no blockage noted in the line and the line flushed well. There was no report of patient injury or medical intervention associated with this event. No additional information is available.